Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. The rotawire used in the procedure was not returned; a test wire was used during analysis. The rotawire was inserted into the annulus of the burr and advanced the through the advancer with no resistance or issues. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the brake engaged when the ablation button [knob switch] was pressed and held the wire in place. During testing with a test wireclip torquer, the rotawire was able to be adjusted as intended by design, but no abnormal movements of the rotawire were noted. During functional testing of the brake, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no resistance or issues. No other issues were identified during the product analysis.

Event description:
It was reported that the brake did not work effectively, and a perforation occurred. A 1.25mm rotapro and rotawire drive were selected for use. During preparation, there was an unusual noise, a noise disappeared when the cable was checked, so the procedure was continued. Dynaglide mode was used when the burr was advanced into the lesion. During procedure, the break-defeat button was locked with a wire clip torquer. However, it was noted that the wire advanced into the distal and perforated the blood vessel with the wire tip. Consequently, the procedure was not completed due to this event. The perforated patient was safe.

Event description:
It was reported that the brake did not work effectively, and a perforation occurred. A 1.25mm rotapro and rotawire drive were selected for use. During preparation, there was an unusual noise, a noise disappeared when the cable was checked, so the procedure was continued. Dynaglide mode was used when the burr was advanced into the lesion. During procedure, the break-defeat button was locked with a wire clip torquer. However, it was noted that the wire advanced into the distal and perforated the blood vessel with the wire tip. Consequently, the procedure was not completed due to this event. The perforated patient was safe.